Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log revealed a 'key stuck' high priority alarm. Functional testing was able to verify or duplicate the reported problem. It was determined that the anomaly in the key was the root cause. The key was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned as even if the button was pressed, no changes could be made once the dose code was inserted. There was no patient involvement. The device evaluation confirmed there was a 'key stuck' high priority alarm.